Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the patient: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Questions for the surgeon/hp: the patient demographic info: age, weight, bmi at the time of index procedure. Other relevant patient history? Any concurrent procedure? What is a physician¿s opinion as to the etiology of or contributing factors to mesh exposure? What is the patient's current status? Product code and lot number.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and the mesh was implanted. The procedure was uneventful with excellent impact on bladder control. The mesh was noted during sex with no pain symptoms. It was reported that a small right sided mesh extrusion occurred; approximately 10-15 mm was exposed. Visible mesh was removed, and small defect was closed under general anesthesia on (B)(6) 2019. Cystoscopy was unremarkable and post-op recovery was uneventful. Additional information has been requested.